Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: patient presented to emergency department with complaints of pleuritic left chest pain and shortness of breath. X-rays of the chest and a CT of the chest with intravenous contrast revealed extensive right-sided acute pulmonary embolism with regions of lung infarct. The patient was diagnosed with heterozygous positivity for factor v leiden and placed on coumadin. Eight months later, he presented at his physician's office seeking an alternative to the coumadin since it was prohibitive to his active life style. He was presented with the option to have an ivc filter placed, which could protect him from further pes, though it would not prevent lower extremity dvt's from occurring. The patient had an inferior vena cava filter placed. Five days later, the patient presented back to his doctor complaining of intermittent mid-abdominal pain and persistent lower back pain which both started on the day of the ivc filter placement. An x-ray revealed the ivc filter rotated approximately 60 degrees counterclockwise. Approximately two weeks post vena cava filter deployment, a prolonged attempt at retrieval of the filter was attempted. Due to the circumstances, the procedure was halted and the patient admitted to the hospital. A second filter retrieval attempt was scheduled for the next day. The device was removed successfully without further complications and another ivc filter was placed. The patient was reported to be hemodynamically stable. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a x-ray demonstrated the filter rotated approximately sixty degrees counterclockwise five days after implantation. An unsuccessful retrieval attempt was allegedly performed approximately two weeks post implantation. Allegedly, the vena cava filter was successfully retrieved during the second retrieval attempt. Based on the medical records, filter tilt and an unsuccessful retrieval attempt can be confirmed. The filter was likely difficult to remove because the filter was tilted. The definitive root cause for the reported filter tilt is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately five days post filter deployment, the patient presented with complaint of abdominal and back pain. X-ray performed demonstrated the filter in a tilted position. Approximately two weeks post filter deployment, a filter retrieval procedure was scheduled. Multiple attempts were made with multiple devices to retrieve the filter, however the attempts were unsuccessful. The patient was hospitalized overnight and the following day, during a secondary retrieval procedure, the filter was successfully captured and retrieved. Another vena cava filter was successfully deployed in an infrarenal location. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient presented to emergency department with complaints of pleuritic left chest pain and shortness of breath. X-rays of the chest and a CT of the chest with intravenous contrast revealed extensive right-sided acute pulmonary embolism with regions of lung infarct. The patient was diagnosed with heterozygous positivity for factor v leiden and placed on coumadin. Eight months later, he presented at his physician's office seeking an alternative to the coumadin since it was prohibitive to his active life style. He was presented with the option to have an ivc filter placed, which could protect him from further pes, though it would not prevent lower extremity dvt's from occurring. The patient had a bard g2 filter placed. Five days later, the patient presented back to his doctor complaining of intermittent mid-abdominal pain and persistent lower back pain which both started on the day of the ivc filter placement. An x-ray revealed the ivc rotated approximately 60 degrees counterclockwise. Approximately two weeks post vena cava filter deployment, a prolonged attempt at retrieval of the filter was attempted. Due to the circumstances, the procedure was halted and the patient admitted to the hospital. A second filter retrieval attempt was scheduled for the next day. The device was removed successfully without further complications and another ivc filter was placed. The patient was reported to be hemodynamically stable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five days post vena cava filter deployment for patient diagnosed with heterozygous positivity for factor v leiden, patient presented to his doctor complaining of abdominal pain and back pain. X-ray revealed the filter was tilted. First attempt to retrieve the filter was unsuccessful. A second attempt was made the next day; the filter was retrieved and another vena cava filter was placed. The patient was reported to be hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a x-ray demonstrated the filter rotated approximately sixty degrees counterclockwise five days after implantation. An unsuccessful retrieval attempt was allegedly performed approximately two weeks post implantation. Allegedly, the vena cava filter was successfully retrieved during the second retrieval attempt. Based on the medical records, filter tilt and an unsuccessful retrieval attempt can be confirmed. The filter was likely difficult to remove because the filter was tilted. The definitive root cause for the reported filter tilt is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: movement, migration or tilt of the filter are known complications of vena cava filters. - potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.